Manufacturer narrative:
Manufacturing investigation evaluation: the plate is broken apart via diagonal fracture through k-wire holes k1 and k5. The measurable dimensions of the plate were, as far as possible, checked and found to be in compliance with the technical drawings and specifications. However, due to the diagonal fracture face at the angled crossover from the narrow to the wide part, not all dimensions could be verified. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding dimensions, material analysis, strength, or structural stability. The values were in compliance with specifications and international standards. The fracture face is homogenous, which indicates material conformity. No product fault could be detected. The lot in question was manufactured with a lot size of (B)(4) pieces in april, 2013. Based on the provided information alone, the exact cause of the breakage could not be determined. It is likely that an occurrence during the healing process (ie: the patient¿s pseudarthrosis) led to fatigue failure of the plate. No manufacturing related issue was identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the plate did not break at an occupied screw hole. Rather, the device broke at the distal portion.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the patient underwent revision surgery on an unknown date in (B)(6) 2015 to explant and replace a broken locking compression plate and to address pseudoarthrosis and wrist pain. The broken locking compression plate was replaced with another locking compression plate. Please see related complaint (B)(4) which addresses another event regarding this patient. This report is 1 of 1 for (B)(4).